Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the femoral impactor was broken into 3 pieces and cracked on the other side. It was also reported that the one of the broken pieces was lost in the cleaning process of the instrument.

Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryno device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.